Event description:
It was reported that the morcellator system failed immediately after priming suction and completing a system test with the handpiece connected. Multiple attempts at trying to resolved the issue did not produce a successful outcome. A visual message saying "caution! Power control device error! Please contact authorized service technician" continued to be displayed on the screen in conjunction with a high pitched error tone and illuminated red error indicator. The suction unit maintained functionality. There are no reports of injuries or unacceptable risks, and the procedure was performed without delay; however, this malfunction occurred prior to the procedure on the patient, so no additional measures were taken beyond the original procedure. The physician decided to switch from laser enucleation to transurethral resection of the prostate; both procedures are minimally invasive.

Manufacturer narrative:
Based on the available information and the fact that there were similar reportable incidents classified as serious injury, richard wolf gmbh concluded that this case should be reported as a reportable malfunction.